Event description:
I started to developed pain in neck, radiating to shoulders, arms, finger, back diagnosed with cervical disc disease, as well as non stop bv, bilateral carpal disease. Was diagnosed with several medical issues after implants. It's been a whirl wind of health issues since my implants, have been struggling financially because of these implant, have been off and on of fmla due to these toxic bags said to be sure. Please protect us. There's tons of women.